Manufacturer narrative:
(B)(4).

Event description:
It was reported that during implant, the implantable cardiac monitor exhibited backup operation. The device was not implanted. The patient was fine.